Event description:
During a procedure for the removal of a lung tumour, the o.r. Staff was unable to achieve adequate cooling of the needle. The case was cancelled. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.